Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Caller indicated that patient was first seen by the healthcare provider (hcp) on (B)(6) 2020 at which time patient reported their system provided 60% pain relief up until a year ago when the battery was no longer working and wouldn't hold a charge. Caller reported that patient's records indicated ins was replaced on (B)(6) 2020 due to "failed" stimulator battery. Caller stated since ins replacement in (B)(6), patient hasn't notified them of any issues. Troubleshooting was not required.